Manufacturer narrative:
This ipg serial number was associated with a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-06353. It was reported the pt was experiencing a heating sensation at her ipg site while charging. A new le charger was sent to the pt to address the issue. F/u info identified the issue is resolved. On 08/01/2012, st jude medical, neuromodulation division, sent field action letter to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.